Event description:
It was reported while using bd luer-lok¿ 10 ml bulk pack luer lock tip without safety a deformed stopper was discovered. The following information was provided by the initial reporter: received a report of a syringe with a deformed rubber. It has one of the following batch numbers: 1005705, 1005797 or 0071629.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Lot number was not reported; however, a potential lot number was provided. The information for that number is as follows: medical device lot #: 1005705 (invalid). Medical device expiration date: na. Device manufacture date: na. Medical device lot #: 1005797. Medical device expiration date: 12-31-2025. Device manufacture date: 01-20-2021. Medical device lot #: 00716269. Medical device expiration date: 02-28-2025. Device manufacture date: 03-19-2020. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Lot number was not reported; however, a potential lot number was provided. The information for that number is as follows: medical device lot #: 1005705 (invalid). Medical device expiration date: na. Device manufacture date: na. Medical device lot #: 1005797. Medical device expiration date: 12-31-2025. Device manufacture date: 01-20-2021. Medical device lot #: 00716269. Medical device expiration date: 02-28-2025. Device manufacture date: 03-19-2020. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ 10 ml bulk pack luer lock tip without safety a deformed stopper was discovered. The following information was provided by the initial reporter: received a report of a syringe with a deformed rubber. It has one of the following batch numbers: 1005705, 1005797 or 0071629.

Event description:
It was reported while using bd luer-lok¿ 10 ml bulk pack luer lock tip without safety a deformed stopper was discovered. The following information was provided by the initial reporter: received a report of a syringe with a deformed rubber. It has one of the following batch numbers: 1005705, 1005797 or 0071629.

Manufacturer narrative:
H6: investigation summary: one photo and one syringe sample of a 10ml luer-lok syringe (p/n 301029) was received and evaluated. It shows the stopper jammed between the plunger rod and barrel. Potential root cause for the distorted stopper defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch 1005797 and 0071629 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect.